Event description:
I attempted to apply a dexcom g6 cgm sensor to my abdomen and the applicator failed. The sensor failed to release from the applicator. The sensor and applicator had to be set aside (to be sent to the manufacturer for replacement - again), and another sensor applied. This has happened 8 times since beginning use of this product in (B)(6) 2019. The failure rate of the applicator has been roughly 1 in 3. FDA safety report ID # (B)(4).